Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the software would intermittently shut down. The manufacturing representative uninstalled and reinstalled the software application and the issue was resolved. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735762, ent, software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system goes black then shuts down. This has occurred 3 times during a case. The system showed "internal error 64". There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site opted to complete the procedure without navigation. There was a reported delay to the procedure of five minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. No logs were available. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.